Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions without its original packaging, decontaminated inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The sample was tested to measure the height of the pump tube arch and determine if is under or out of specifications. The pump tube height failed as the sample could not be measured due to the sample being received in used conditions. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.

Event description:
Information was received indicating that an alarm with no error message was noted with a smiths medical cadd cassette reservoir. Subsequently, the cassette was changed to resolve the issue. No patient consequences were reported. No adverse effects were reported.